Event description:
Right silicone implant of 11-15 yrs implant history removed upon advice of md due to complaints of fatigue, muscle aching, and joint pain. Pt had mastopexy in 1986-88. Pt had complaints of fibromalgia and macromastia so bilateral open capsulectomy and removal of silicone implants with mastaxtomy. Notation of loss of round shape which had suggested disintegration of membrane. Ptosis of breasts also noted.